Manufacturer narrative:
(B)(4) - device displays error message. (B)(4) - no consequences or impact to patient an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Previous investigations have shown a deficiency of the architect system exists in that the i2000sr received 2 consecutive sample in position messages without receiving a sampling complete message after the first sample. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(6) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. The architect system operations manual addresses corrective actions for error code 8275.

Event description:
The customer stated error code 8275, sample presentation error, occurred on a sample on the architect (B)(4) connected to the accelerator automated processing system (aps). Sample ID # (B)(6) was sent, while sample ID # (B)(6) was in the sampling position. The result was not validated by the middleware and there was no report of impact to patient management.